Event description:
It was reported that; during surgery, two reduction screw tabs broke off while trying to reduce the screw. The reduction tabs broke off sooner then intended.

Manufacturer narrative:
Risk assessment; visual, functional analysis and device history could not be performed as the device was not returned. No lot # was provided, so a manufacturing record review could not be performed. The plausible root cause of the event was determined to be user ¿error.

Event description:
It was reported that; during surgery, two reduction screw tabs broke off while trying to reduce the screw. The reduction tabs broke off sooner then intended.